Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The customer was provided with the latest version of the service manual (version t). The rse noted that the customer confirmed that the 24-volt power supply was operating within specification. It was noted that the power management (pm) board was a fourth generation. The rse recommended replacing the pm board, and the provided the customer with the part number for a replacement. The investigation is ongoing.

Manufacturer narrative:
The customer provided additional details to the service engineer (se), and reported that the power management board was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.